Manufacturer narrative:
Updated device analysis results and codes. The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection, functional testing, and microscope inspection. The sheath was returned with the dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Damage on the dilator tip was noticed. An attempt to evaluate the sheath for functionality observed difficulty in rotating the steering knob, preventing the sheath from engaging deflection. An evaluation of the compatibility between the sheath and its native dilator observed a successful insertion. Inspection of the dilator confirmed the damage on dilator tip. Removal of the valve hub to inspect the proximal end of the shaft found excess adhesive by the access point, which could have potentially contributed to the damage on the dilator tip. Dissection of the sheath handle found the friction gasket adhered to the shaft of the sheath and the distal surface of the screw component, resulting in the failure to perform deflection as seen during functional evaluation. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the dilator could not be inserted into the sheath due to a kinked tip. During preparation for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear. The packaging was opened and the dilator was removed and inserted into the sheath, but it could not progress to the distal end of the sheath due to a kink in the dilator tip. The device was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. (B)(6) 2024: the faradrive steerable sheath clear was returned to boston scientific for analysis. The analysis found that the dilator tip was damaged in a way that could be traumatic to a patient.

Event description:
Reportable based on analysis completed on 03dec2024 during preparation for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear. The packaging was opened and the dilator was removed and inserted into the sheath, but it could not progress to the distal end of the sheath due to a kink in the dilator tip. The device was replaced and the procedure was completed. No patient complications were reported. However, analysis of the returned device found that the dilator tip was damaged in a way that could be traumatic to a patient.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection, functional testing, and microscope inspection. The sheath was returned with the dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Damage on the dilator tip was noticed. An attempt to evaluate the sheath for functionality observed difficulty in rotating the steering knob, preventing the sheath from engaging deflection. Inspection of the dilator confirmed the damage on dilator tip. Dissection of the sheath handle found the friction gasket adhered to the shaft of the sheath and the distal surface of the screw component, resulting in the failure to perform deflection as seen during functional evaluation. The reported clinical observations were confirmed by the analysis results.